Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data included a pacing impedance test performed on the (B)(6) 2019 which showed that the right ventricular pacing impedance was in bipolar configuration greater than 2500ohms as reported in the complaint description. In unipolar configuration, the pacing impedance value was measured at 409ohms. The provided photos which were probably taken during the extraction procedure of the lead, showed a deformation of the lead body in the proximal region. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approx. 72 months after the implant the bipolar pacing impedance was out of range (greater than 2500 ohms). The device settings were changed to unipolar. Two weeks later the lead and the entire pacemaker system was explanted and replaced. The lead was destroyed during the extraction procedure.